Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture. The stem, head, liner, and shell were revised. There are no allegations against the head, liner, or shell. Rep confirmed that no further information will be released by the hospital or surgeon.